Event description:
During insertion of cypher rx cx523350 3.50 mm x 23 mm drug-eluting coronary artery stent into left anterior descending, dissection of vessel occurred resulting in cardiac tamponode. Resuscitation measures were unsuccessful. Intubation, cardiac medications, blood administration, procedure: same day admission for cardiac cath - ptc and stent placement.